Event description:
Additional information indicated that if the patient recovers neurologically, a lead replacement/extraction will be scheduled.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was severed 12.5 centimeters from the is-1 pin; only the proximal section was returned. There were set screw marks noted on all terminal connectors. Melting was observed on the proximal pin over the set screw mark. The proximal terminal leg, distal end of the terminal pin, and the molded insulation was torn-apart with dbs cable and support spring underneath compressed at several places. Tool marks were noted at this location, most likely by a grabbing tool. Resistance test indicated the returned segment of this lead was continuous.

Event description:
--

Event description:
This lead has been explanted and succesfully replaced due to perforation. The lead has been returned for analysis.

Manufacturer narrative:
This lead is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had not been interrogated for almost 5 years. The pacing impedance measurements were greater than 2000 ohms in the daily measurements; however, the range of measurements for the last 7 days were 257-446 ohms. There was no noise noted. No adverse patient effects were reported. The local field representative indicated that there were no performance allegations or adverse patient effects and the patient will continue normal monitoring. Additional information indicated that the patient was on a ventilator after receiving multiple shocks which did not convert fine ventricular fibrillation (vf). The device was interrogated and a shorted lead condition message was displayed. There were multiple shock impedance measurements less than 20 ohms. Pacing impedance measurements were less than 200 ohms. Technical services (ts) discussed that this was most likely a lead short condition with both the pace\sense and shock electrodes damaged.